Manufacturer narrative:
The field service engineer (fse) was at the customer site and replaced the damaged syringe pump to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca control failed bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.